Event description:
The customer reported that the system displayed an error and was unable to perform fluoroscopy x-ray. There is no report of pt injury or death.

Manufacturer narrative:
No conclusion can be drawn, as repair info is unavailable and no additional service info was provided.